Event description:
It was reported that the ventilator shut down momentarily and restarted with an audible alarm on two occasions while connected to the patient. The patient was placed on a backup ventilator. No reported harm to the patient.